Event description:
The customer reports the enteral feeding pump is over delivering during preventative maintenance, no patient involvement. The rate was set to 75ml/hr and delivered 43.12mls in 30 minutes using distilled water. The pump over delivered by 18%.

Manufacturer narrative:
The amount delivered was incorrect on the initial report. The customer reported that the unit delivered 44.29mls in 30 minutes.

Event description:
The customer reports the enteral feeding pump is over delivering during preventative maintenance, no patient involvement. The rate was set to 75ml/hr and delivered 44.29mls in 30 minutes using distilled water. The pump over delivered by 18%.